Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information is received

Event description:
It was reported that a "temp error" appeared on the rotaflow console. The unit was switched out during support. No reported patient effect. (B)(4).

Manufacturer narrative:
The field service technician has been sent for investigation. According to service order, the technician was unable to duplicate the reported failure. In addition, the field service technician found dry-rotted rubber feet and as preventive measure replaced the 4 pc. Rubber feet. Furthermore, the technician replaced the expired battery. Performed full functional check and safety test and returned unit to clinical service. The most probable root cause could not be determined as the technician was unable to duplicate this failure. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is ...

Event description:
(B)(4).